Event description:
It was reported by the patient that post implant a realize band, she lost (B)(6) pounds. Approximately eight months ago the patient started gaining weight. After a fill the patient was not feeling restriction. There was about 6 ½ cc in the band at the time she started gaining weight. On (B)(6), 2011 the surgeon added ½ cc and the patient felt no restriction. On (B)(6) the surgeon withdrew cloudy fluid and there was only 2cc in the band. On (B)(6), 2011 a fluoroscopy was performed to assess for leaks. The source of the leak was not found. On (B)(6), 2011 the patient underwent surgery to determine the source of the leak. Additional follow up is being conducted to determine findings. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The band/balloon with 25.5cm of catheter, tubing strain relief, the injection port with locking connector and 26cm of catheter were returned for analysis. Upon visual inspection, it was observed that the buckle on the band/balloon was returned cut on the snorkel side (most likely performed by a sharp instrument during the explants). A blue color was observed inside of balloon and catheter, probably contrast media. Four (4) foldlines were observed on the balloon. A tear of 1.5mm in length was observed on the balloon at 3.5cm from the catheter connection and localized on a foldline. The tear parallel to the reinforcing band. A leak test was performed on the injection port with a successful result; no leak was found. A leak test was performed on the band/balloon with an unsuccessful result; leak was found where the tear was observed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. A review of the manufacturing process indicates that all products are inspected and leaked tested prior to distribution. A manufacturing issue unlikely contributed to the event. The probable cause of the leakage was due to material degradation over time and subsequent leakage on or near a fold line. Complaint information is trended and monitored by obtech medical on a regular basis. No further investigation other than what is outlined in this file can be performed at this time. This complaint is being closed to trending.